Event description:
It was reported that the customer experienced a sensor issue, causing serious skin irritation. The customer's mother stated that the customer was taken to the emergency room complaining of pain at the sensor insertion site. The customer stated that he found that he had cellulitus. The blood glucose reading was 81 mg/dl. The customer's mother stated that the location of the irritation was at the hip where the sensor had been inserted. She advised that she had already spoke to the doctor regarding the issue. She was unable to provide any sensor information. She was advised that the sensor be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Was unable to perform analysis or reproduce skin irritation in lab.